Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right device migration. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old female patient underwent revision breast augmentation with 650cc mentor memorygel breast implant on both sides and left side breast implant rupture was found during surgery on (B)(6) 2025. On october 7, 2025, mentor became aware that the patient also experienced bilateral device migration in addition to left side rupture, and replacement devices used on (B)(6) 2025 were serial numbers (B)(6) on the right side, and (B)(6) on the left side. This medwatch report is for the patient¿s right-sided device.